Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that he was hospitalized on 09/09/2016 with a diabetic ketoacidosis. The customer was nauseous, vomiting, and had diarrhea. The customer treated his blood glucose level with a bolus. Customer's blood glucose level was 314 mg/dl. The customer was working outside and had a heat stroke. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.